Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is seeing light flashes to one side. She also reported a history of migraines and seemed to have more after her implant surgery. She reported her vision is good. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).